Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The unit was evaluated and no functional fault was found. The unit passed all diagnostic tests, functional tests, and is fully operational. Replaced fingers on complete pressure adjusters with tip replacement kit. Further a review into the depuy mitek complaints system revealed one other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that when the doctor flexed the patient¿s knee during an anterior cruciate ligmanet (acl) procedure, the fluid would surge back into the inflow. The procedure was completed with this device and there were no patient consequences reported. It was further reported that the red alarm would go off and the pump would shut off whenever the surgeon would flex the knee in a number 4 pattern. The sales rep did not see any back flow of fluid to the fill chamber. The sales rep confirmed that the tubing was used as a single use device and was disposed of at the end of the procedure. The sales rep reported that the procedure was delayed but it was under 30 minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.